Manufacturer narrative:
Integra lifesciences engineers have completed the investigation of this cusa 36khz handpiece and have found the following; the customer complaint was not verified. The device was tested at integra and found to be working to specification. No fault could be found with the device. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
An excel 36khz hand piece was involved in an incident and was described as follows; the excel 36khz hand piece developed air bubbles and alarmed twice during use. It was reported that there was patient contact and injury involved however, pt info and details are unknown at this time. Additional clinical info has been requested.